Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via e-mail and stated that the tampon fell apart inside of her, she had chunks of tampon coming out of her vagina. No injury was reported.